Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of sensor glucose versus blood glucose differences. The customer stated that she woke up several times during night alerting insulin stopped before low. The customer's sensor glucose reading was 3.9 mmol/l while blood glucose reading was 5.6 mmol. The customer stated that she wore the sensor on the hip. The customer was assisted with troubleshooting.